Manufacturer narrative:
Updated conclusion code.

Manufacturer narrative:
Updated evaluation method, evaluation result, conclusion and component code.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device screen is out of calibration and unable to calibrate. The device was not in use on a patient at the time of the event, therefore no patient or user health consequences or impact occurred.